Manufacturer narrative:
Investigation summary hemolysis / mechanical interaction with blood: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. The cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Event description:
80 year old male patient with known coronary artery disease treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Complaint described as hemolysis and a positioning issue detected without any further information given. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use.when the impella is malpositioned, such as when the inlet is too shallow or too deep, the device cannot maintain proper inflow¿outflow alignment, leading to reduced support, suction events, and increased risk of hemolysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.